Manufacturer narrative:
(B)(4). The device was received and evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. The reported event could not be verified through the review of the log. During the sample evaluation a visual inspection was performed along with functional and electrical testing. The evaluation verified that there was an inaccurate fluid reading issue which was reproduced during the testing; the accuracy test failed. The cause of the verified issue was the faulty digital board which was then replaced with a new one. Full functional testing, electrical safety testing and simulated therapy were performed with no additional issues. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) device overfilled the patient with fluid. The display indicated a fill of 1600ml on the device and the patient went to drain immediately. The patient drained 2200ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The patient reported that the homechoice device "seems to overfill fluid," (previously "overfilled patient with fluid.") Upon completion of the investigation, the reported problem of "device seems to overfill fluid" was verified via the event history log review by a reload the set 173 (right volume final was out of normal range) alarm. The cause was identified to be a faulty digital board. The digital board was scrapped. Should additional relevant information become available, a supplemental report will be submitted.